Event description:
Blood and cardioplegic solution leakage were observed from the crack on cannula body.

Manufacturer narrative:
Leakages were noted at cannula body, 1cm distal from proximal end, during leak testing at infusion lumen. Leakages occurred from what appeared to be the tears. The tears were opposite and parallel to one another.